Event description:
It was reported that the cvc inserted in the pt had prominent blood loss coming from the central line. There was no need for transfusion due to the blood loss from the pt and catheter. As a result, the catheter was removed and replaced successfully. The user alleged that there was a "nick" in the catheter, possibly caused by a sharp blade; they do not know whether this was due to user error or if the device was damaged as received. There was no reported harm or death to the pt as a result of this issue.

Manufacturer narrative:
(B)(4).